Event description:
It was reported that during a primary surgical procedure the lag screw reamer tip broke while being used and one piece was left inside the patient, however there is no reported harm or injury to the patient. There was approximately 10 min of delay in the procedure. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign: south africa. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a follow-up MDR will be submitted.

Event description:
No additional event information at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: g3; h2; h3; h6. No product was returned, but a picture was provided that shows the fractured cutting are of the lag screw reamer. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history identified additional similar complaints for the reported item and the part and lot combination. Complaints are monitored per complaint trending process in order to identify potential adverse trends. Based on the available information, the reported event can be confirmed, however a definitive root cause cannot be established. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.